Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a plumset where a leak was noted 25 minutes after an unspecified chemotherapy drug was started, when the patient reported the tubing set had a drop of water (approximately 75cc). There was patient involvement and no report of harm.